Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, the issue was verified through the device's electronic records. Physio replaced the system pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and was unable to duplicate the reported issue. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, their device became locked up. Medical personnel delivered defibrillation shocks to the patient approximately six times and sometime during the middle of treatment, the device froze. After approximately a minute, the device came back on it's own. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, their device became locked up. Medical personnel delivered defibrillation shocks to the patient approximately six times and sometime during the middle of treatment, the device froze. After approximately a minute, the device came back on it's own. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.